Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. The cause of low bg was unknown. The customer fell out of bed and bruised their wrist because of the low bg level and received third party assistance from police officers and emergency medical technicians (emts), who helped administer glucagon and stayed with the customer until their bg came up to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.